Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) impedance measurements. After the lss, myopotential noise, oversensing, and pacing inhibition were observed. There were no pauses greater than two seconds. The device sensitivity was reprogrammed, and technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) impedance measurements. After the lss, myopotential noise, oversensing, and pacing inhibition were observed. There were no pauses greater than two seconds. The device sensitivity was reprogrammed, and technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) impedance measurements. After the lss, myopotential noise, oversensing, and pacing inhibition were observed. There were no pauses greater than two seconds. The device sensitivity was reprogrammed, and technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.